Event description:
It was reported that the lead exhibited a distal tip anomaly.

Manufacturer narrative:
No medwatch form was received. Final analysis found that the steroid plug was displaced. Due to the condition of the returned lead it was difficult to determine if the steroid plug displacement occurred prior to implant or during the explant procedure.